Event description:
A customer reported that coulter lh750 hematology analyzer was leaking blood and diluent from below the diff mixing chamber. A tube below the diff mixing chamber popped off and leaked. The leak was observed after running the patient samples. No patient samples were affected by the leak. The user was wearing gloves and lab coat at the time of the incident. There was no report of exposure to mucous membranes or open wounds, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but an exposure control or risk management plan is in place at the customer's facility. There was no death, injury or change to patient treatment attributed or connected with this complaint.

Manufacturer narrative:
Service was not dispatched per the customer's request. Bec customer technical support (cts) assisted the customer over the telephone in putting the tubing back into position. The customer reconnected the tubing and ran control samples to verify that the instrument was not leaking. Blood, lyse and diluent are present at the diff mixing chamber of the instrument. Root cause for the leak was attributed to the tubing below the diff mixing chamber that became disconnected. (B)(4).